Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. The patient reported that the antibiotic flucloxacillin was used at the infusion site. The spot was red, warm, and sensitive. Within three days, became less. No further information was available.